Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead showed rising thresholds so physician chose to replace the lead. Lead was capped and replaced. No adverse patient events were reported.